Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call drive motor anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the drive motor anomaly was performed. Customer advised the insulin pump did not recognize the reservoir. Customer advised there was no insulin showing on the insulin pump even though the reservoir was full. Customer's healthcare provider changed the reservoir and infusion set multiple times however the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm was noted. Motor passed the motor test. The deice had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, cracked lcd window, address label and serial label missing. The drive support disk was inspected and no anomaly was noted.